Event description:
A malfunction occurred with the customer's pump, indicated by malfunction code 16. There was no reported impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, which did not resolve the issue, leading to the decision to replace the pump. The customer was informed about using a backup therapy and provided a pre-paid label to return the problematic pump within 10 days.